Manufacturer narrative:
The devices were removed from the patient as requested. The removed devices were evaluated by coapt and were visibly degraded. Degradation of the type found is not unusual and is expected as the devices bioabsorb. The reported complaint of bioabsorbability was not verified. The issues that the pt experienced appear to be related to an allergic reaction to the components of the device. A physician was consulted and reviewed the investigation and corresponding info and agreed with the conclusion that the likely cause was an allergic reaction.

Event description:
The physician stated, that several months after the installation of the ultratine forehead 3.5 devices, they were not absorbing and the pt wanted the devices to be removed.